Event description:
During the coil embolization of an unspecified target lesion site, and after positioning the deltaplush coil (cpl100206-30/c20921) into the target lesion site, the detachment button was pressed, but the coil was not detached. Additionally, during the attempted to recover the coil, the coil accidentally detached during the recovery. The detached coil was safely removed by using a snare catheter, and the enpower control cable (ecb000182-00 / c24275) was also replaced to continue the procedure, and successfully complete the procedure without further issue. Nevertheless, due to the event it was delayed for 5 minutes. There was also no patient injury/complications reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the other devices after the event. Since the complaint products have already been disposed, they are not available for the investigation. It was reported that an unspecified coiling support (hi-lex corporation, type unknown), and an enpower detachment control box (dcb000005-00, lot unknown) were also used for the above procedure. No details of the accompanying devices are available. The vessel was moderately tortuous but not calcified, and no further information is available.

Manufacturer narrative:
The product was not received for analysis. A review of the manufacturing documentation associated with the lot presented, no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed, but the DHR for the device indicated that the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be implemented at this time.